Event description:
It was stated the customer's device result was 331mg/dl and the doctor's device gave a result of 130mg/dl. No treatment was received. Controls were not in use at the time. A request was made for the return of the suspect device and replacement product was sent.